Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -13.00 diopter, within the same surgery due to the lens had excessive vaulting. The lens was replaced within the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.